Manufacturer narrative:
"Device was not returned to resolve surgical for inspection. Part and batch information remains unknown at this time. Multiple attempts were made to gather data from the rep for information on the patient. No additional information or confirmation has been given at this time. The following sections of this report have been left blank due to the information being unavailable or non-applicable: a1-a6 b3, b6, b7, d4, d6a, d6b, d7b, g4, g5, g7, g8, h2, h4,h5, h7, h9"

Event description:
Depuy synthese report to resolve surgical "it was reported that on unknown date, the three- level plate and caudal screw is backing out."